Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 17139411, model/catalog description: infinion 16 lead kit 50 cm.

Event description:
A report was received that the patients lead was fractured and was confirmed in x-ray.

Manufacturer narrative:
Model number/catalog number: sc-2316-50. Serial number: (B)(4). Batch/lot number: 17139411. Model/catalog description: infinion 16 lead kit 50 cm. Additional information was received that the patient is still getting good relief and is holding off on getting a procedure done at this time. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients lead was fractured and was confirmed in x-ray.